Event description:
A (B)(6) female pt with a left proximal femur fx was implanted with an unk device in (B)(6) 2009. The device failed and was removed in (B)(6) 2011 and a synthes tfn was implanted in its place. In (B)(6) 2012, pt complained of pain and a non-union was discovered. On (B)(6) 2012, the tfn was removed and a dcs plate was implanted. This report is #3 of 4 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.